Event description:
It was reported that an ilet user experienced persistent hyperglycemia over approximately one week while using a dexcom g7, despite frequent infusion set changes across the abdomen, use of new infusion sets, connectors, and cartridges, verification of no leakage or bubbles, confirmed insulin integrity, several device restarts, and absence of device alerts. Symptoms included elevated blood glucose confirmed by fingerstick testing. Outcomes included continued high insulin usage and a decision to replace the pump. Investigation included customer care troubleshooting, review with a clinical case manager, and confirmation that the user could continue cgm use and would perform device shutdown and data sync prior to return. Investigation of this case revealed no device alarms and no visible hardware issues, with the clinical presentation consistent with hyperglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.